Event description:
It was reported by service report that the fowler motion is erratic from siderails. When the fowler is selected from footboard, the bed would briefly loose power. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Result code: footboard.